Event description:
An attempt was made to deploy a 2.5mm diameter x 24mm length micro driver over the wire (otw) coronary stent into a patient. The target lesion, located in the rca was described as calcified and was pre dilated. The device was inspected prior to use with no abnormalities noted. It was reported that severe resistance was experienced due to the calcified nature of the vessel and force was applied to the device during its advancement; however the device could not cross the lesion and on removal from the patient the stent dislodged from the balloon and remained in the rca. A balloon catheter was inserted into the dislodged stent and was inflated; this captured the stent that was then removed through the guide catheter. No harm was caused to the patient and no other clinical sequelae were reported. It was reported that the physician did not feel the stent performed below standard, but rather it was just the difficult nature of the case.

Manufacturer narrative:
(B)(4). Results: severely calcified lesion, force applied to the device during its advancement, failure to deliver the stent and stent dislodgement. Conclusion: severely calcified lesion, force applied to the device during its advancement.